Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the patient¿s right ventricular (rv) lead was capped/replaced with a new pace/sense lead for an unknown reason. The rv lead coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the clinic that new pace/sense rv lead was placed due to an rv lead dislodgement.